Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), identified a compromised driveline that could have contributed to the reported pump stops and low speed events. Evaluation of the submitted log file confirmed the reported pump-stops. The submitted log file contained data spanning from (B)(6) 2021 21:54:26 through (B)(6) 2021 14:37:38. The log file captured 6 low speed hazards including 2 pump stops on (B)(6) 2021 from 05:25:06-42 while the patient was supported by the mpu. The pump stops were accompanied by low speed events as low as 0 rpm. There were also power elevations as high as 14.9 watts during the low speed events. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, which was confirmed through the evaluation of the returned driveline. No other atypical events were captured. A distal end driveline replacement was performed by a tech services representative on (B)(6) 2021. Approximately 19¿ of the external portion/distal end of the driveline was returned. A previous clamshell repair was observed. Electrical continuity testing of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Upon removal of the silicone jacket, the bionate cover was discolored, but showed no signs of damage. Fraying and minor breakdown in the metal braided shield was observed throughout. An area of more severe breakdown was observed approximately 2.5¿ from the metal connector. Microscopic inspection of the wires revealed a breach in the insulation of the brown wire approximately 2.5¿ from the metal connector. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test confirmed current leakages in the insulation of the brown wire that would have resulted in an electrical short. No additional breaches were found in the remaining wires. The insulation breach of the brown wire would have resulted in a pump stoppage if the exposed conductors of any wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on 23feb2017. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
The previous clamshell repair was reported in MFR report #2916596-2019-04096.

Event description:
It was reported that a log file review was requested because the site suspected there was a short to shield. The data showed 6 low speed advisories and 6 low speed hazard. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the device is connected to the mobile power unit (mpu). In order to prevent further interruption in support it was recommended to keep the device connected to battery power until further investigation is completed. The site reported plan of care would be to attempt an external repair. The patient has gained weight slowly since implant, patient wears an abdominal binder for hernia¿s which could contribute to a flex point. Patient has a clamshell repair in place. No reported driveline trauma or visible damage. Alarms were reported to have happened while rolling over in bed, patient denies symptoms at the time of the alarms and reported them as brief. Tech service were on site and performed a driveline repair on 03feb2021. The splice started approximately 3 inches from the exit site. There were no immediate alarms after the repair when attached to the regular grounded cable. The excised driveline with clamshell was shipped.